Event description:
It was reported that the patient presented prior to generator change. An interrogation of the device reveled episodes of non-sustained right ventricular over-sensing caused be right ventricular lead noise. During the procedure noise was not reproducible with pocket manipulation, and all other lead parameters were found to be within normal limits. An x-ray examination of the lead was also unremarkable. No interventions were made. The issue will continue to be monitored. There were no patient consequences.